Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet was dropped and the device housing fractured, with the front screen separating from the back, after which the patient transitioned to backup therapy and reported stable blood glucose. Symptoms included no reported adverse clinical effects. Outcomes included no need for medical intervention or hospitalization. Investigation included customer education on shutting down the device, instructions for data syncing to the mobile app, and shipment of a replacement device with return logistics for the damaged unit. Investigation of this device revealed a physical enclosure failure consistent with screen bezel separation and device damage due to accidental drop, with no evidence of performance impact on glucose control while on backup therapy. It was concluded, based on previously established findings for similar reports, that the cause was user handling damage.